Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Adverse event: vessel dissection. Time of adverse event: during stenting procedure. Device issue: none. It was reported that during implantation of a 2.25 x 15 mm rx xience v stent in a heavily tortuous and heavily calcified left circumflex (lcx), a dissection occurred. A second xience v stent was used to treat the dissection. There were no reported adverse pt sequelae. No additional info was provided.